Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: during investigation, the display screen was observed to be very dim and faded. The display screen was replaced with a test screen and the display functioned appropriately. During investigation, the keypad was found to be torn around the up arrow button. Evaluation revealed that the up arrow keypad button was intermittently unresponsive; all of the other buttons responded appropriately. The keypad cover was removed and there was evidence of contamination found on the up arrow and contrast key contacts.

Event description:
On (B)(6) 2013, the reporter stated that the display screen was dim. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.